Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. (B)(4). Customer reported symptom of lightheaded. Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and the customer did not currently have any diabetic symptoms. No medical intervention had been needed since the last call. No additional blood tests were performed with the trueresult meter.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from meter memory of lo. Customer was a gestational diabetic and has not used the meter for eighteen months. At the time of the call, the customer reported feeling lightheaded; customer stated due to feeling lightheaded she decided to run the blood test and is unable to get a result. Customer stated she attempted to perform a blood test and obtained the e-3 error and also lo. Customer stated that she can't remember what her normal glucose range should be. During the call on (B)(6) 2017, a back to back blood test was not performed. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date at time of call is eighteen months. Customer's test strips are expired at the time of the call they are four months past the date first opened. Test strips are not part of recall. The meter memory was reviewed for previous test result history (date / time not set): lo (B)(6) 2017 02:00 pm fasting: yes, 104mg/dl (B)(6) 2017 06:18 pm fasting: no, 117mg/dl (B)(6) 2017 08:50 pm fasting: no, 107mg/dl (B)(6) 2017 03:55 pm fasting: no, 91mg/dl (B)(6) 2017 09:13 am fasting: no. Memory concerns: customer is concern with the lo result.